Event description:
A malfunction on the pump was reported by the caller, though no notable events were noted prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided information on how to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction recurs. The caller acknowledged and understood the instructions.